Event description:
It was reported that the fiber broke off during procedure causing the physician a burn in the hand. It was noted that console was checked, and everything was fine and performing as expected. There was no additional information reported. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone the device was not available for return; therefore, no physical or visual analysis of the product could be performed, nor the fiber break confirmed. The reported burn is a known risk associated with this procedure as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
The device was not available for return; therefore, no physical or visual analysis of the product could be performed, nor the fiber break confirmed. The reported burn is a known risk associated with this procedure as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the fiber broke off during procedure causing the physician a burn in the hand. It was noted that console was checked, and everything was fine and performing as expected. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the fiber broke off during procedure causing the physician a burn in the hand. It was noted that console was checked, and everything was fine and performing as expected. There was no additional information reported.